Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device causing damage appears to be related to procedural conditions. A cause for the reported incomplete coaptation (single leaflet detachment (slda)) could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip ntw was successfully implanted on the leaflet. A second mitraclip ntw was advanced within the patient and upon grasping attempts made contact with the implanted mitraclip. The first mitraclip ntw had a single leaflet detachment (slda). The second clip was successfully placed on the leaflet and deployed. After deployment, the second mitraclip had an slda. The procedure was discontinued. There were no clinically significant delays or adverse patient sequela reported.